Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to kidney failure. The renal dysfunction was determined to not have been related to the device or device therapy. No autopsy was performed. Leading up to the patient's passing they had an increase in fatigue, a continued lack of urine output, and there was presence of an infection; they were eventually put on comfort care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists renal dysfunction and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.